Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not load during the initial third of the firing cycle. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: what is meant by event description "the clips did not load during the initial third of the firing cycle?" Did clips not load at all? No clips loaded. Did clips partially feed into jaws of device? No. Please provide more detail regarding issue. Which firing of the device did this event occur on? Initial. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No loading. Was any unexpected resistance felt while firing the trigger? Wasn't told. Were any unexpected noises heard? If so, when? Wasn't told. The analysis results found that the device was received in good visual condition with a partially fed clip in the jaws. The clip was removed and it was noted to be a m-shaped clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken and the broken piece fell off from the instrument and caused that the remaining clips to not fully advance into the jaw causing pear shaped clips. Finally the device locked out as intended. One possible cause for the advancer condition and the m-shaped clip found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend/break the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.